Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a competitor right ventricular (rv) lead displayed high out-of-range (oor) pacing lead impedance (pli) measurement greater than 2,000 ohms. It was indicated that the rv pli had been steadily increasing for the past months. Increased threshold measurements were also noted. No noise and no inappropriate detection were noted.  The shock lead integrity test (slit) was normal. Further, there was nothing  detected on x-ray.  An invasive procedure was performed in which the rv lead was explanted and a new rv lead implanted. The crt-d remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.